Manufacturer narrative:
Insulin pump received with cracked display window and bleeding lcd glass noted. Unable to perform any test.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was unknown. Customer reported that they are unable to read the screen. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.